Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records cannot be performed, due to the lot number not being provided. Reportedly, femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: correction of estimated date of event. H6: correction- medical device problem code 2616 was removed.

Event description:
Subsequent to the previously filed report, additional information was received: reportedly, common femoral venotomy closure was attempted and a cuff miss occurred (no suture present when the needle plunger was removed after deployment). An additional proglide device was used to achieve hemostasis. Femoral venogram or other imaging was not performed to verify the puncture site. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device was not returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide. Reportedly, the proglide did not deploy properly as the "suture didn¿t catch the tissue and it just pulled through". The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.